Event description:
It was reported that the target lesion was a heavily calcified superficial femoral artery, which was very challenging and required a more powerful guide wire was to be used in order to cross through the lesion. When inflating the balloon, it was observed on x-ray that the balloon ruptured during the first inflation, at approximately 6 atmospheres. The balloon catheter was removed from the patient without issue, and a new fox sv balloon catheter of the same size was used for treatment successfully. There was no resistance during advancement or retraction of the device from the patient. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht connect 250t. Inflation: sedat. Guide catheter: terumo. Sheath: terumo radifocus 4f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood on the balloon and contrast in the balloon. The balloon was loosely folded. An indeflator, filled with water, was used to inflate the balloon to 18 atmosphere, rated burst pressure, with no rupture noted to the balloon and no damage noted to the balloon catheter. The reported rupture was not confirmed on the returned fox sv. There is no indication of a product deficiency. A review of the lot history record database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed n other incidents.